Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
Material no.: unknown, batch no.: unknown. It was reported that during use of the unspecified bd¿ insulin syringe the needle did not fit properly into the syringe causing insulin to leak out where the syringe and cartridge screw together. The following information was provided by the initial reporter: pr 2 of 4: this pr is for syringe issue on "instances in the past month". Customer reported 3 instances in the past month where the needle did not fit properly into the syringe. Customer tried to inject insulin into the cartridge but the insulin came out where the syringe and cartridge are supposed to screw together. Customer reported the needle and syringe were screwed in tightly.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd¿ insulin syringe the needle did not fit properly into the syringe causing insulin to leak out where the syringe and cartridge screw together. The following information was provided by the initial reporter: pr 2 of 4: this pr is for syringe issue on "instances in the past month". Customer reported 3 instances in the past month where the needle did not fit properly into the syringe. Customer tried to inject insulin into the cartridge but the insulin came out where the syringe and cartridge are supposed to screw together. Customer reported the needle and syringe were screwed in tightly.